Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was low blood glucose, a seizure, and a heart attack. The caller stated that the customer had chronic renal failure, a heart attack and diabetes that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected in an unknown time period prior to passing. The customer took off the pump due to being scared of getting lows and seizures. The customer was using sensors. The caller declined to return the insulin pump for analysis.